Event description:
0n 08/17/05, we need to change parts due to the stripping of the current nucleus earhook "large" -ref: z43117- that was in place. We opened a new "sealed package". "Nucleus earhook "large" -ref: z43117-.to our dismay we found that it had no "pre-threads grooves" for attachment to transmitter. This would cause the recipient to not be able to use the cohlear implant. Rendering the recipient totally deaf until a replacement part was acquired.